Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and type iiib endoleak of the distal proximal extension events are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest buckling of the distal proximal extension and probable migration of the proximal extension occurred that was not included in the event as reported. The most likely causation for the type ia endoleak is most likely related to the migration of the proximal extension. The type iiib endoleak of the distal proximal extension is likely related to the buckling in the area. The buckling of the distal proximal extension which caused the type iiib endoleak could have been due to the migration of the proximal extension, however that could not be confirmed without comparative imaging. These event are mostly likely device related due to the use of strata material. The final patient status remains unknown. The final patient status was not made available to endologix. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 9 years post initial procedure, the patient was identified with a 3b endoleak and a 1a endoleak. No further information has been provided. Additional information: the clinical assessment determined that there was evidence to reasonably suggest buckling of the distal proximal extension and probable migration of the proximal extension occurred that was not included in the event as reported. These events were discovered during a review of the 107 month post CT (computed tomography) scan.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 9 years post initial procedure, the patient was identified with a 3b endoleak and a 1a endoleak. No further information has been provided.